Event description:
Follow up information identified the patient's speech impairment and swelling have resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a dbs lead insertion with the surgeon performing 2 passess with micro electrode and 2 passes with dbs leads that would cause swelling. The surgeon notified a company representative that post-operatively the patient experienced mild speech disturbance with right sided weakness on upper extremity. A cat scan was done which showed no signs of hemorrhage or bleeding of any kind. The surgeon and the company representative thought the symptoms were caused by angry thalamus condition. Which is a swelling of the target and produces similar symptoms experienced by the patient. The symptoms fade with time. The company representative contacted the surgeon 24 hours after first contact and the patient was much better. The company representative will follow up with the patient for programming and will see if symptoms are persisting.